Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient is needing MRI. It was reported that patient had an interstim system placed but the ins was removed in 2010 in woodbury and lead(s) is/are still implanted. Caller stated patient said that the therapy did not work well for her, did not help with her bladder symptoms. No further patient complications are anticipated or expected as a result of this event.